Event description:
The device was used during a bowel resection procedure. Reportedly, the staple line was incomplete. The surgeon resected additional tissue at the application site, applied another device, and manually sutured to complete the procedure. The hospital has reported no patient injury occurred.